Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant of the right ventricular (rv) lead, the lead dislodged, placement in the cava vein was difficult, and it was not possible to screw the lead into the heart after several attempts. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned and analyzed. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted the helix was received extended and bent and would not fully retract or extend within specification. If information is provided in the future, a supplemental report will be issued.